Event description:
It was reported that the patient underwent a replacement surgery with an inflatable penile prosthesis (ipp). During the procedure the existing device was removed and a new spectra penile prosthesis (spp) was implanted. It was stated that the device was working well but the patient had difficulty inflating and deflating with pump. No information was provided about the patient's outcome. No more information available at the moment, further information was requested.